Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
(B)(4). No related complaint received with return of device. Conclusion: failure observed during analysis. External insulation abrasion was noted at 49.6-50.3cm and 51.6-51.9cm from the distal tip, consistent with lead friction to the ICD can. Internal insulation abrasion was noted at 7.2-9.0cm from the distal tip. The etfe coating was intact at these locations.